Manufacturer narrative:
Device not returned.

Event description:
During use of the device for a non-clinical activity, the user reported that the printer covers were missing. Since the event occurred during a non-clinical activity, there was no pt involvement during this event. Reported that the printer cover was missing.